Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain four of five of their therapy. The patient had drained 135ml of an expected 1122ml at the time of the alarm. The caregiver went on to state that the patient had received the alarm during fill four and dwell four as well. It was verified that the unused lines were clamped. As the alarm had occurred multiple times, the technical support representative assisted the caregiver with cancelling the treatment. Upon removing the cassette, the caregiver mentioned that fluid was leaking from the cassette and into the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler if necessary. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The patient discarded the cassette used at the time of the incident. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. Powering up verification protocol upon turning the cycler on, the front panel keys will be illuminated for a few moments and the starting-up screen will be displayed. Results; powering up verification protocol passed cycler power on and functioned a intended. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. Source of the fluid could not be determined. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Mushroom head check passed. Positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.